Event description:
It was reported that the ilet touchscreen cracked after the device slipped from a top bunk onto the floor, resulting in an unresponsive screen and loss of watertight integrity; the device had been synced prior to failure, and the patient transitioned to multiple daily injections. Symptoms included elevated blood glucose around 200 mg/dl without injury. Outcomes included interruption of normal device function and a switch to subcutaneous insulin pens. Investigation included a review of user report and damage description. Investigation of this case revealed mechanical damage to the display consistent with accidental drop and impact, leading to loss of touchscreen functionality and compromised enclosure seal. It was concluded that the event was attributable to physical damage from impact, and the device requires replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.